Event description:
A consumer called and stated she received first and second degree burns on her foot from the hot steam that was coming out of their vaporizer. The woman received medical treatment at an urgent care facility, and follow up care was required due to an infection. The instructions for proper use have very clear warnings that state, "it is a device that produces hot steam and could cause severe burns and injuries if they do not stay away from it", and "vaporizer should always be placed on a firm, flat, waterproof surface at least four feet away from bedside and out of reach of patient and children." Kaz USA, inc. Has requested that the product be returned for testing.